Manufacturer narrative:
During investigation of the monitor for an unrelated issue, a reportable malfunction was found. The monitor response buttons were intermittently functional. Upon investigation the rear response button was intermittently non-functional. The cause for the defective response button was a crease in the response button ribbon cable. The root cause for the creased response button ribbon cable could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
During investigation of the monitor for an unrelated issue, a reportable malfunction was found. The monitor response buttons were intermittently functional.